Event description:
The ICD involved in this MDR report was implanted in 2007 with a medtronic 6949 defibrillation lead (under recall). Upon scheduled follow-up performed three months later, noise oversensing episodes were observed. No inappropriate therapy was delivered. Most of these events occurred between 6:45-7:40 am (when the pt gets up in the morning and gets ready for work - which usually involves using an electric razor). Myopotential testing was performed, and the noise could not be reproduced. All other testing was satisfactory, no noise was observed. The pt was asked to discontinue using his electric razor and to return to the clinic 3 weeks later. The defibrillator lead was replaced the following month. The ovatio ICD was kept in place. All testing was satisfactory. Upon scheduled follow-up performed in 2008, noise oversensing episodes were still observed. No inappropriate therapy was delivered.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received.